Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported corrupt and missing pt image data. No pt or user injury was reported.